Event description:
The reporter indicated that lead impedance could not be measured under bipolar configuration. After changing to the unipolar mode, lead impedance of 400 ohms was measured, but no pacing and sensing could not be observed. A lead fracture is suspected, and the pacer (vigor dr 1230) was programmed to the vvi mode.